Event description:
Allegedly removed during the revision of another component. Normal activity level.

Manufacturer narrative:
Conclusion: no conclusion can be drawn. The complaint was reviewed and analysis showed no trend for item/lot. Photographic images were made of the product. (B)(4): evidence that product in specification when used.

Manufacturer narrative:
Investigation is not complete. Trends will be evaluated. This event is addressed in the package insert. This report will be updated when the investigation is complete. This is the same event as 1043534-2012-01653, 01654. This event occurred in (B)(6).